Event description:
It was reported that a cartridge alarm occurred during the loading process of the insulin pump, and the alarm continued even after a second cartridge was loaded. There was no reported impact on the customer¿s blood glucose level. Tandem arranged for a replacement pump to be sent under warranty, and the customer was instructed to return the defective pump within ten days. The customer chose not to disclose backup insulin therapy plans.